Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for difficulty advancing through sheath was unable to be confirmed due to no related imagery/device provided. Available information suggests that patient factors (undersized vessel) likely contributed to the event as it was reported that the patient's 'eia 5.2'5.4mm.' The 14f esheath is indicated for use with minimum vessel diameter of '5.5mm. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure for 23mm sapien 3 url valve, dissection at left external iliac artery (leia) to superficial femoral artery (sfa) occurred. An e-sheath+ was inserted without resistance. Although resistance was felt upon insertion of the delivery system, valve was deployed without any trouble. After sheath was removed, contrast angiography showed dissection in the leia, and sfa contrast was not detected. Endovascular treatment (evt) was performed with balloon and stent was implanted in eia. Since the contrast was good, the procedure was completed. While waiting for extubation, a doppler was applied to the dorsum of the left foot, but there was no blood flow, and the echo showed as well as a doppler, so the procedure was restarted. This time, the lsfa and deep femoral artery(dfa) were not contrasted, stent was implanted in sfa to common femoral artery(cfa). Contrast imaging was performed and it was confirmed that the flow was good.